Event description:
On (B)(6) the ceramic insulator of the electrode broke almost explosively in front of our eyes into many small parts during an arthroscopic bursectomy and mumford surgery of the shoulder. We had supposedly recovered all the broken pieces, then used a new electrode and the op properly completed. When we did an x-ray the next day a larger (about 3mm) and several small fragments remaining in the subacromial bursa could be seen. After talking to the patient about it she explicitly wanted the removal of debris which we did the next day on (B)(6) 2015. She could be released after her statement of being painless on (B)(6) 2015.

Manufacturer narrative:
The complaint device has been received and evaluated. Only fragments of the tip insulator were received, the electrode itself was not sent back for evaluation. This complaint can be confirmed based on the received fragments. However, we cannot discern a root cause for this failure with the returned fragments of tip insulator. No further procedure details were provided to determine a root cause for the reported failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaint for this lot of devices that were released to distribution. Based on the complaint history review, this failure seems like an anomaly for this lot. Furthermore, the risk to the patient is considered low due to complete removal of debris. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
On february the 2nd the ceramic insulator of the electrode broke almost explosively in front of our eyes into many small parts during an arthroscopic bursectomy and mumford surgery of the shoulder. We had supposedly recovered all the broken pieces, then used a new electrode and the op properly completed. When we did an x-ray the next day a larger (about 3mm) and several small fragments remaining in the subacromial bursa could be seen. After talking to the patient about it she explicitly wanted the removal of debris which we did the next day on (B)(6) 2015. She could be released after her statement of being painless on 5.2.2015

Manufacturer narrative:
The complaint device was returned after it was initially reported that the device has been discarded. This is a follow up report to document device return. Once an investigation is conducted, another follow up will be filed to document investigation results.

Event description:
On (B)(6), the ceramic insulator of the electrode broke almost explosively in front of our eyes into many small parts during an arthroscopic bursectomy and mumford surgery of the shoulder. We had supposedly recovered all the broken pieces, then used a new electrode and the op properly completed. When we did an x-ray the next day a larger (about 3mm) and several small fragments remaining in the subacromial bursa could be seen. After talking to the patient about it she explicitly wanted the removal of debris which we did the next day on (B)(6) 2015. She could be released after her statement of being painless on (B)(6) 2015.

Manufacturer narrative:
The complaint device is not being returned and therefore a physical evaluation cannot be performed. From the information provided, it cannot be accurately determined what part of the active tip broke. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaint for this lot of devices that were released to distribution. Based on the complaint history review, this failure seems like an anomaly for this lot. Furthermore, the risk to the patient is considered low due to complete removal of debris. At this point in time, no further action is warranted. However, this file will remains receptive to any potential forthcoming information received that is pertinent and germane to this issue. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.